Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise and oversensing on both the right atrial (ra) lead and right ventricular (rv) lead. The patient experienced inappropriate atrial tachy response (atr) and shock. It was noted that after the inappropriate shock, there was still noise on the rv lead, which inhibited post shock pacing. The pacing inhibition resulted in greater than two seconds of asystole. The entire crt-d system was explanted. It was noted that the rv lead was fractured at the suture sleeve in the pocket. No additional adverse patient effects were reported.